Event description:
In 2007, the pt reported that his blood glucose was elevated to 387 mg/dl and the up/down buttons of her infusion device are not working properly. She stated, that she is not able to use the quick bolus feature. To troubleshoot, the pt was instructed to press and hold the down button and the quick bolus screen was displayed, but, the pt was unable to enter a bolus amount using the up button. She was then instructed to press and hold the up button and the quick bolus screen was displayed, but she was unable to use the down button to enter a bolus amount. The pt reviewed her bolus history and all of her programmed boluses were delivered. She stated, that she believed the defective buttons contributed to her elevated blood glucose. She stated that her blood glucose is typically lower than 200 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.